Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall procedure include thrombus formation, cholesterol/plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. Embolization can occur after device manipulation, bav, or valve deployment and these events can result in varying degrees of permanent impairment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of cholesterol embolization is unknown, but the above mechanisms likely contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device was discarded at the hospital.

Event description:
As reported through the japanese tavi registry, left common femoral artery (cfa) embolization with cholesterol was observed, following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve. On postoperative day (pod)1, cholesterol embolization developed. On pod 5, an echo revealed left cfa embolization. An endovascular therapy (evt) was performed to treat. On pod 13, the patient outcome became recovered.